Manufacturer narrative:
Some screws were implanted on (B)(6), 2017 and some screws were implanted on (B)(6), 2017. It is unknown out of 13 explanted screws, exactly which screws were implanted on (B)(6), 2017 and which were implanted on (B)(6), 2017 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). This report is for thirteen unknown trauma screws. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was brought to the operating room (or) for removal of hardware from the left pilon on (B)(6) 2017. The patient was complaining of pain in the left lower extremity. Computed tomography (CT) scan confirmed non-union of left pilon. Inflammatory markers elevated. Infection suspected. On (B)(6) 2017, the patient fell from ladder in garage. Grade 3 open pilon fracture and fibula fracture left leg. Comminuted fracture of right calcaneus. On (B)(6) 2017, the surgeon received the patient transferred from another hospital with an external-fixation (ex-fix) already applied to left lower extremity. He performed irrigation and debridement (I and d) and ex-fix adjustment. On (B)(6) 2017, the surgeon performed the open reduction internal fixation (orif) left anterior pilon. On (B)(6) 2017, the orif left posterior pilon and fibula shaft, and on (B)(6) 2017, the orif right calcaneus. Removal of hardware from the (B)(6) 2017 procedure included: six (6) screws and one (1) 2.7 mm variable angle locking compression (va-lcp) plate from the posterior pilon. The surgeon then removed a 3.5 mm locking compression (lcp) t-plate 7 hole shaft from anterior pilon in addition to 7 screws and 2 washers. Most of the hardware was sent to pathology as cultures to confirm infection. The anterior tibial compartment contained a fluid described as "pus" by the surgeon. Fibula hardware remained in patient. The patient was placed in a split. The surgeon is planning to discuss future options with patient, including ankle fusion. All hardware was intact and removed without delay or harm to patient. This report is for thirteen (13) unknown trauma screws. This is report 1 of 4 for (B)(4).